Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient reported he had an issue with his gastric lining of his stomach, mesenteric panniculitis, and was never comfortable with the peg tube. On (B)(6) 2023, the peg j was removed and it was reported that the patient had a phytobezoar at the distal end.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. (B)(4) was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.